Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had not been followed over the past four years and most recently presented after receiving defibrillation therapy. System evaluation was performed, and noise was created with isometrics. The shocks were determined to be inappropriate due to oversensing of the noise. Additionally, pacing inhibition occurred and out of range impedance was observed. A lead fracture was identified, and the defibrillation component of the device was programmed off. The patient will be followed by the implanting physician. No adverse patient effects were reported.